Event description:
A report was received that the patient has redness and oozing at the pocket site. The physician put the patient on oral antibiotics. The patient has had previous infections which are not device related. The patient showered before she was advised to shower, thus the potential for infection.

Event description:
A report was received that the patient has redness and oozing at the pocket site. The physician put the patient on oral antibiotics. The patient has had previous infections which are not device related. The patient showered before she was advised to shower, thus the potential for infection.

Manufacturer narrative:
Additional information was received that the infection appears to have dissipated. No further action will be taken. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.